Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, - 14.5 diopter, in the patients eye on (B)(6) 2012. The lens was explanted on (B)(6) 2019 due to cataract developed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: b5: the reporter indicated the incision was not enlarged to remove the lens and sutures were not required. H3: device evaluation: the lens was returned dry, wrapped in gauze. Visual inspection found residue and debris on lens. But no visible damage. Claim # (B)(4).